Manufacturer narrative:
Patient age or date of birth not available on the date of filing. No devices/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a cranial resection procedure, the surgeon had difficulties with the zone of accuracy presented in the software. After completing initialization, the zone of accuracy appeared more anterior than what he wanted. He proceeded to add additional points. After adding these points, he was unable to view the zones of accuracy any longer (registration metric went over 5mm). The clinical specialist (cs) advised the site to "undo" once which allowed them to trace again. However, the trace did not yield the desired result and the zone of accuracy remained anterior. Surgeon continued with case. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient date of birth received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: the patient archive was reviewed and it was noted that some of the trace points were found under the skin in all planes (left, right, anterior and posterior). It was confirmed that in registration with 3.4mm metric, no zone of accuracy was displayed. Other registrations present did not pull up as valid registrations.